Event description:
It was reported to philips that the system gave an alert indicating the enable movement (enmv) was active during system startup which can impact a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that proactive monitoring remote alert: enmv activated. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found no issues. On further troubleshooting of the incident in a later date fse found that the ¿pos enable movement¿ switch had been damaged by the customer and was stuck in the pressed position. Upon checking with the customer, quote for evaluation and repair service was sent to customer however customer did not accept the quote and quote rejected. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.